Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the display was unplugged from the pc board causing the lights not to illuminate.

Event description:
The power lights are not working.